Manufacturer narrative:
Device evaluated by MFR: a visual examination of the balloon material identified a longitudinal and circumferential tear in the balloon. The tear stretched from 4mm distal to the distal edge of the distal markerband and extended proximally for 25mm. An examination of the proximal end of the tear found that the balloon was also torn circumferentially (2mm radial tear). A microscopic examination of the balloon material and markerbands did not identify any issues which could potentially have contributed to the tears. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that an inflation issue occurred. The target lesion was located in a fistula in an unspecified vessel. The 14-4/5.8/75 xxl vascular balloon catheter was advanced to dilate the lesion however the balloon would not inflate. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine. However, returned device analysis revealed balloon torn circumferentially and longitudinally.